Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer, preventing a physical evaluation from being performed. A production records review was performed on the reported lot. The manufacturing production record for the reported lot was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The reported complaint cannot be confirmed without the availability and evaluation of the complaint sample. Furthermore, a definitive conclusion regarding its cause cannot be reached.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. It could not be confirmed where the leak occurred, whether it was visible, or whether a defect or damage on the dialyzer was observed. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment was completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.